Manufacturer narrative:
MFR. Ref no. : (B)(4). The device was returned and evaluated by baxter. The identified " slow keypad response" was experienced during evaluation. Evaluation found the delay to be caused by a failed processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a slow keypad response. There was no patient involvement.